Event description:
The patient presented to the hospital in a deteriorated condition. The patient was experiencing arrythmias, mostly terminated with high voltage shock and anti-tachycardia pacing (atp) from the device. However some were not fully terminated by atp. The following day it was reported that the patient passed away. The device was found in backup mode with high voltage therapy unavailable. The physician does not suspect a device malfunction resulted in the patients death. Technical support reviewed the records available, the day prior to death and found episodes to oversensing, loss of capture, functional loss of capture and pacemaker mediated tachycardia (pmt) due to time related events.